Manufacturer narrative:
Bent outer rail extrusion causing the retractable head section to not lock into full extended position.

Event description:
It was reported by service report that the outer rail extrusion needed to be replaced. No pt involvement or adverse consequences are reported.